Event description:
It was reported that the patient suffered a slight accident during a hurricane. The patient bent over to get support at one point and believed that she did something to the device. It was reported that the patient felt swelling where the implant was and could feel the device itself. The patient believed, she may have dislodged the device, as it was swollen, sore, painful to the touch and felt like a knot, but was still working. The patient had an appointment with her hcp scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).